Manufacturer narrative:
MFR site eval: eval is ongoing.

Event description:
Country of complaint: (B)(6). Complaint states: pt went to hosp due to sudden knee pain. The x-rays showed that the axis had broken. A revision has been carried-out and the explants have been rec'd for analysis. First surgery enduro: (B)(6)2009.